Manufacturer narrative:
Investigation summary background: it was reported that on an unknown date, during routine incoming inspection at field stocking location (fsl), it was observed that the star drive (tm) screwdriver t15 was broken. There was no patient involvement. This complaint involves one (1) device. Investigation flow: damage. Visual inspection: the star drive(tm) screwdriver t15 (p/n 314.115 lot 4710489) was received showing two vertical cracks on the phenolic handle. One crack starts at the proximal end of the handle and propagates distally, across the dowel pin, measuring approximately 44.39 mm. The second crack also starts at the proximal end of the handle and propagates distally, measuring approximately 12.47 mm. All measurements were taken with caliper ca802. No other visual issues were identified along the entire instrument. The device failure/defect of cracked handle was identified during the investigation and is related to the reported complaint condition of broken. Dimensional inspection: dimensional inspection of the phenolic handle was not conducted due to post manufacturing damage. Document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition of broken is confirmed for the star drive(tm) screwdriver t15 (p/n 314.115 lot 4710489) as the phenolic handle is broken with two vertical cracks. While no definitive root cause could be determined, it is likely that the condition of the handle was due to normal wear from consistent use and reprocessing over the part¿s lifetime (15+ years). During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A review of the device history record device history lot: part number: 314.115. Synthes lot number: 4710489. Supplier lot number: n/a. Release to warehouse date: 19 jan 2004. Expiration date: n/a. Manufactured by synthes (B)(4). No ncrs were generated during production. Device history batch null, device history review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection at field stocking location (fsl), it was observed that the star drive (tm) screwdriver t15 was broken. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).